Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the helix would not exit the tip smoothly; instead it jumped out. Additionally, the lead had to be placed several times, and after the third attempt, the helix would not extend, even though on the prior attempt, a small portion of tissue had been removed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.